Manufacturer narrative:
As reported by legal brief, in (B)(6) 2014, surgeon removed the subsequently recalled exactech tibial insert and implanted the subsequently recalled exactech optetrak® logic® polyethylene insert, as well as performed an open lysis of adhesions. In 2019, patient required an additional right knee surgery. The surgeon, noted patient had experienced "extensive tibial bone loss" and "moderate" femoral bone loss. Patient also had "extensive scar tissue" resected. "After removal of the tibial implant I had to use a tibial cone due to extensive tibial bone loss." A third exactech optetrak® logic® tibial insert was implanted during the said 2019 surgery. Additional patient information not provided. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, it is most likely patient related conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by legal brief, in (B)(6) 2014, surgeon removed the subsequently recalled exactech tibial insert and implanted the subsequently recalled exactech optetrak® logic® polyethylene insert, as well as performed an open lysis of adhesions. In 2019, patient required an additional right knee surgery. The surgeon, noted patient had experienced "extensive tibial bone loss" and "moderate" femoral bone loss. Patient also had "extensive scar tissue" resected. "After removal of the tibial implant I had to use a tibial cone due to extensive tibial bone loss." A third exactech optetrak® logic® tibial insert was implanted during the said 2019 surgery. Additional patient information not provided.